Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress that was applied to distal end while the user was handling the device. Then, the charged coupled device (ccd) unit was damaged by the physical stress which led to occurrence of image failure and error message. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e315 error code) was not confirmed or duplicated. The reported issue (reduced angulation) was confirmed. It was observed that there was deviation in the bending angle; however, it was within the specification. In addition, service found there was a pinhole on the switch button #1, an e216 error code was displayed occasionally with vertical stripes during up/left angulation, and the plastic distal end cover was scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited reduced angulation and displayed an e315 error code (scope error). The reported issue occurred during maintenance of the subject device. There was no patient involvement. This report is being submitted for the reportable malfunction of an e315 error code.